Event description:
On (B) (6) 2010, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately low results with the control solution. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, the pt obtained the control solution results of 103 mg/dl and 99 mg/dl on the reported meter, which were inaccurately low. After the use of the meter, the pt took the action of consuming less food and/or drink. At an unk time afterwards, the pt experienced the symptoms of sweating, shaking and dizziness. The pt received no treatment or medical attention. Troubleshooting revealed the pt's control solution was incorrect for the meter type used. The meter and test strips were replaced. The pt used the incorrect control solution, which can cause inaccurate readings. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he used the reported meter and obtained inaccurate control solution results. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.